Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a fall and began experiencing uncomfortable pocket stimulation which resulted in pain at the scs ipg pocket site that resolved upon stopping stimulation. Diagnostics revealed low impedance values. An sjm representative was unable to resolve the issue with reprogramming. As a result, the patient was advised to refrain from using stimulation and subsequently, the scs ipg was explanted and replaced which resolved the issue.